Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A root cause for the reported event could not be determined. A potential root cause for this type of guidewire failure mode is end user pulling the guidewire back against the needle. This is cautioned against in the dfu. The device is a supplied component from (B)(4) components. The supplier was made aware of this event via (B)(4). Without a reported lot number, the supplier was unable to provide a device history records review. The device history records for the lots obtained through the ship history report (packaging lots) were reviewed. The review confirms that the lots met all material, assembly and performance specifications. Labeling review: dfu states: precautions · do not advance or withdraw a guidewire against resistance until the cause of the resistance has been determined. Excessive force against resistance may result in guidewire damage or vessel perforation. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with a micro-puncture kit. During a procedure, the tip of the access wire sheared off during vascular access. The physician tried to snare the part of the wire that came off but was unsuccessful. No further information was provided. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation. There was no report of permanent patient harm or injury.